Event description:
Drain to be removed from pt on 10/22 - sutures clipped first from drain. Drain removed easily. End of drain appeared to be shorter than usual and torn. X-ray revealed remainder of drain left in pt. Returned to surgery for removal on 10/24.